Event description:
A report was received that the patient was explanted due to a burning sensation at the pocket site and discomfort at the lead site.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.